Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the (ok), setup, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. The on/off key was able to power on the unit, however when powered on the on/off key was inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function. This failure mode limits the ability to navigate care areas, drug selection, and deliver parameters selections. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported a spectrum pump had an inoperable keypad. It was also reported there was no patient injury as a result of this condition.